Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented for a routine follow up. During the interrogation process, the pulse generator exhibited inappropriate rate increase. After the device was interrogated, the pacing rate returned to normal. The patient was in stable condition post event.